Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose. The customer's blood glucose level had been over 600mg/dl. The customer was treated at the hospital for their highs. The customer had received no delivery alarms. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.